Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be the patient reused supplies when performing therapy. The patient was treated with injection (inj) fortum (1 gram, once daily, route not reported) for 14 days, inj tobra (40 mg, frequency and route not reported) for 14 days and inj vancomycin (2 grams, every 5th day, route not reported) for the peritonitis. The patient was later discharged from the hospital and was reported to have recovered from the event. Additional information was requested but is not available.